Event description:
Reporter indicated that pt's ncp system was explanted because "the pt's symptoms with the vns therapy worsened" and that there was nothing wrong with the ncp system. Investigation to date has been unable to determine whether the pt was at risk for serious injury while receiving vns therapy.